Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's sister that the customer has been hospitalized many times. The customer's health care provider wants him to stop pump therapy. The customer has been hospitalized four times and is currently hospitalized. The customer was hospitalized due to high blood glucose. The blood glucose was 700mg/dl-900mg/dl on (B)(6) 2016. The customer's sister was advised to call back to troubleshoot with insulin pump.